Event description:
It was reported that during an l5-s1 tlif procedure, the surgeon was final tightening and the teeth chipped off the driver that was being used. Also, the scrub technician cross threaded the holding sleeve. The recoil mechanism in the persuader malfunctioned, and persuader had to be pried open, the locking mechanism in the flex arm malfunctioned and would not release. The retractor ratcheting mechanism stripped. All of these instruments are from evaluation sets. The driver, holding sleeve and persuader are from evaluation set (B)(4). The flex arm and retractor are from evaluation set (B)(4). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that the driver was returned with several of the lobes of the driver chipped at the extreme tip of the instrument. The driver is in otherwise good condition showing signs of normal use. The driver shaft was evaluated in conjunction with a ratcheting handle (03.632.090), 10nm torque limiting handle (03.620.061), matrix polyaxial screw (04.632.635), and a matrix locking cap (04.632.000). The driver was able to self-retain a locking cap as intended. A locking cap was inserted into a polyaxial head and final tightened to 10nm with the torque limiting handle. The driver performed as intended and despite the damage the driver was capable of delivering the required torque. The location of the damage at the extreme tip of the instrument indicates that the driver was not properly seated in the driver recess during final tightening which likely caused the driver to slip out of the recess and cause the damage. Based on the above analysis that the instrument functioned as intended the complaint is therefore invalid the manufacturing evaluation showed that the stardrive screwdriver shaft was returned with the stardrive rounded on all lobes and chipped on three lobes. There are scratches on the shaft indicating use. The rounded lobes are signs of normal wear. The measurable dimensions and material properties are within print specification. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.